Manufacturer narrative:
(B)(4). It was reported that during an afib case, the patient suffered a substantial skin burn beneath the grounding patch - centrally located. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to system functionality. It was possibly patch placement or a preparation issue. This equipment has been in use since this incident with no further issues. The device history review was performed. No anomalies were noted in manufacturing or service of this device.

Manufacturer narrative:
According to the complaint caller the customer has already been reported to the FDA (user facility report number was not provided). Concomitant products used during the procedure:carto 3 system;model #: m-4800-01;(B)(4). (Not certain -- customer was just reporting for documentation purpose. System is no longer active at this account.)cool flow irrigation pump:model #: m-5491-02;(B)(4).navistar thermocool tc catheter (product not returned for investigation);model #: d-1197-16-s;lot #.: unknown.(B)(4).

Event description:
It was reported that during an afib procedure, the patient suffered a substantial skin burn beneath the grounding patch - centrally located. The patient had an extended hospital stay to treat the skin burn (plastic surgery). The customer was contacted by biosense webster's field service engineer. The hospital ep lab staff advised that the patient injury was not related to bwi system functionality. Possible patch placement or preparation issue. No further service needed. This equipment has been in use since this incident with no further issues. This incident took place more than 3 weeks prior to the complaint being reported. The indifferent electrode used was single pad indifferent electrode manufactured by valleylab. However type and size are not provided, therefore it is unknown if it is a recommended size/ type by bwi to be used with the stockert generator. Further detailed information was not provided, such as patient's demographic, patient's updated information, etc.